Event description:
It was reported that the patient presented in clinic for follow up. Upon review, loss of capture was noted on the left ventricular (lv) lead. The patient presented for a lead revision. Prior to the procedure, loss of capture was noted on the atrial lead as well. Both leads had dislodged. The physician explanted and replaced both atrial and lv leads. There we no patient complications. The patient condition was stable.

Manufacturer narrative:
The reported events were lead dislodgement and ¿not capturing¿. As received, a complete lead was returned in three pieces for analysis. The reported event of ¿not capturing¿ was confirmed. Visual inspection found an external abrasion breaching the outer insulation distal to connector boot consistent with friction to device can. The cause of ¿not capturing¿ was due to the outer coil being exposed at the abrasion location.